Event description:
Limited information was reported through a legal event that a patient was implanted with strattice lot number (B)(6) 2019. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
Additional and/or corrected data: a.2, b.5, b.7, d.6b, h.6.

Event description:
On 02/oct/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia repair¿ and was implanted with strattice device on (B)(6) 2019. The patient underwent a "removal + injury (recurrence, pain)¿ on (B)(6) 2021. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿traumatized from being cut open, wound clean once a week, nurse visit to help with care every week. Emotional distress and loss of confidence.¿ the form lists the conditions that were treated were ¿hernia¿ with approximate dates of treatment as (B)(6) 2019 and (B)(6) 2021.